Event description:
Boston scientific received information that this right atrial lead and device displayed noise which resulted in the storage of many atrial tachycardia episodes. The impedance measurement was greater than 3000 ohms and a lead fracture was suspected. It was reported that the lead will be replaced in the future. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the products remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Our company received additional information that this device was electively explanted for normal battery depletion. During the procedure, the atrial lead was abandoned surgically due to a lead fracture and high impedance measurements. The reason for the lead fracture was unknown. New products were successfully implanted. No adverse patient effects were reported.

Event description:
The device was returned for analysis testing.

Manufacturer narrative:
As of today, the explanted product has not been returned for analysis. If the product is returned or if additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests. Analysis testing could not confirm the reported noise issue.